Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found the iabp without vacuum and the compressor was due for 2500 rebuild. While the fse was rebuilding the compressor he found that the diaphragms were stuck to the compressor heads. The fse replaced the heads. A 5000 hr rebuild was performed. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) presented an autofill failure. There was no patient harm and no adverse event was reported.